Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for high, out of range hv lead impedance. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.